Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) [erbe] to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and the reported problem was able to be confirmed using artemis; error c-33 was found. Upon visual inspection there was an issue found that would be related to the reported event. The erbe was tested using the system, the unit display error c-33 on start; erbe log error showed error c-00. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the root cause of the reported event could not be determined.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) and reported an activation interrupted code on the erbe, c-00. Initial troubleshooting included verification of c-33 errors but did not reveal the reported c-00 code. Prior to the call, the customer had already performed both power and hard power cycles on the erbe, yet it continued to power on with a c-00. Matching software across all systems was verified. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was aborted to another dv system with no reported injury.